Event description:
It was reported that the patient underwent a tissue reduction surgery on (B)(6) 2021.

Event description:
Per the clinic, the patient had hematomas behind the temporalis flap and subsequently, underwent drainage of hematomas and tissue revision using a biopsy punch (specific date not reported).